Event description:
The following has been reported: nurse reported: IV tubing cassette sprayed medication into rns eyes after they disconnected a syringe from back priming. (B)(6) 2025- nurse reported: it came from the connection point where the syringe and cassette meet. Also, the nurse did go to the ed after to get their eyes flushed and checked to be safe. A report is being submitted for the following issue: administration set leak (external part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. Though the caregiver went to the emergency department for treatment, no other information (i.e. Adverse effects) was reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. Customer complaint cannot be confirmed. The potential root cause may be related to a leak caused by overinsertion of the secondary port during manufacturing, which could have resulted in a crack. However, without the sample or supporting images, the exact root cause cannot be definitively determined. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests. 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch review could not be performed as the affected batch was not provided.